Manufacturer narrative:
Concomitant medical products: product ID: 306001, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that the patient stated that the wires in his device fell out. He also stated that the programmer reached it's maximum settings. The patient had the device removed already so no troubleshooting was done. No symptoms were reported.